Event description:
Particulate was seen in the eyes of pt's during post op eval following cataract extraction procedures using this phacoemulsification handpiece. There have been no reports of pt adverse reaction.